Event description:
Plaintiff reports initial bilateral implantation 2/10/83 with explant 6/6/89. Plaintiff alleges various illnesses including, but not limited to, severe fatigue, shortness of breath, and swollen lymph glands.